Event description:
Ruptured right silicone reconstructive breast implant. Removal of ruptured right silicone reconstructive breast implant was performed with total capsulectomy and reconstruction of right breast using a transverse rectus abdominus implant and cutaneous flaps.